Manufacturer narrative:
It was reported that the patient had 7 implanted systems and all but one had contact failure on the leads that caused replacement; manufacturer reports were generated for each of the 7 implanted systems. See manufacturer reports 3004209178-2016-09742 and 3004209178-2016-09723. Other applicable components are: product ID: 3487a-33, lot# j0016051v, implanted: (B)(6) 2000, product type: lead.

Event description:
The consumer reported that the patient had 7 implants over the course of 14 years, and all but one had contact failure on the leads that caused replacement. There were no reported patient symptoms. The patient's indications for use included failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.